Event description:
A customer reported that a female patient underwent trabeculectomy bleb revision surgery. Four years post-surgery the missing pieces of an ophthalmic handpiece/foreign material was appeared in the patient's eye (unknown). The cornea of the eye is in worsen shape/damaged and some blistering occurred. The patient also felt eye pain for which the surgeon prescribed ointment four times a day as an intervention. It was also reported that as per the follow-up visit the surgeon stated that no foreign bodies were detected and issue might be related to a slipped lens moving around. The status of the patient was unknown. This report pertains to ophthalmic handpiece involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.